Manufacturer narrative:
The report event of high impedance was confirmed. As received, using microscopic inspection of the returned stim end segment found all internal wires being broken.

Event description:
It was reported that the patient was unable to start stimulation due to high impedances. As such, surgical invention took place wherein it was noted that the lead had fractured. The lead was explanted and replaced to address the issue. Reportedly, it was confirmed that the therapy covered the pain area.